Event description:
It was reported that during a breast biopsy procedure on (B)(6) 2025, the user placed a tumark vision breast marker into the breast of a patient "without problems." It is further reported that the user later needed to acquire extra biopsies from the same area and it appears that the biopsy needle broke the previously placed tumark vision marker. The user reports that no further biopsy procedures are required for this patient and the tumark vision marker can remain in the patients breast. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported.